Event description:
Report indicated that "there was a short in the wire of the programming system" and "she wiggles the black connector and really pushes it into the handheld". New serial adaptor cable was sent to the site. Reported indicated that the programming system is now working with the new serial adaptor cable. Serial adaptor cable was not returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.